Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable results from a coaguchek in range meter. The serial number was requested but was not provided. The result from the customer's meter while at home was 4.8 inr. The result from a professional coaguchek meter at a clinic was 4.2 inr twice. This result was believed to be correct. The result from the customer's meter while at the clinic was 5.7 inr. There was no allegation of an adverse event. The customer has no known limitations or interference and no known blood disorders. The therapeutic range was 2.5-3.5 inr. Relevant retention test strips (lot 294151-21) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Medwatch field has been updated.